Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found. The decrease in longevity estimation was believed to be due to a programmer anomaly.

Event description:
New information received notes that the device was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed on the device. Upon review of battery data and performing in-house calculations, it was confirmed that the programmer was providing accurate longevity estimates. The cause of the drop in longevity could not be determined and it was recommended that the device be replaced. No further information.